Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. H6. Health effect - clinical code e2402: generalized illness. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5146127 that a female patient underwent a breast implantation procedure with unspecified mentor gel breast implants and suffered several unexplained systemic symptoms, including itching, rashes, brain fog, fatigue, and tics. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral device removal. The exact explantation date was not provided, but it has been estimated as (B)(6) 2023, per the reported information. If additional information is received regarding the correct date of explantation, a supplemental report will be submitted. This report is for the first of two devices. See manufacturer report number 1645337-2023-14767 for contralateral side.